Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted into safety mode. The patient experienced dizziness. A replacement procedure was performed where this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (device evaluation): this pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined. Boston scientific makes every effort to identify the root cause for all events; however, in this case, the specific cause of the device entering safety mode could not be identified during laboratory analysis as the returned device's battery had insufficient power remaining to maintain device diagnostic data and provide evidence of potential causes (i.e., high impedance) through direct battery testing. Based on all available evidence, it is most likely that this device was impacted by high impedance within the battery. Boston scientific has issued a worldwide product advisory communication in june 2021 and november 2023 regarding dual chamber ingenio extended life (el) pacemakers (including advantio) and cardiac resynchronization therapy pacemakers (crt-ps) that may initiate safety mode later in device life (i.e., prior to reaching the explant battery indicator) when the device's battery exhibits high internal impedance. This device is included within this advisory population.

Event description:
It was reported that this pacemaker reverted into safety mode. The patient experienced dizziness. A replacement procedure was performed where this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined. Boston scientific makes every effort to identify the root cause for all events; however, in this case, the specific cause of the device entering safety mode could not be identified during laboratory analysis as the returned device's battery had insufficient power remaining to maintain device diagnostic data and provide evidence of potential causes (i.e., high impedance) through direct battery testing. Based on all available evidence, it is most likely that this device was impacted by high impedance within the battery. Boston scientific has issued a worldwide product advisory communication in june 2021 and november 2023 regarding dual chamber ingenio extended life (el) pacemakers (including advantio) and cardiac resynchronization therapy pacemakers (crt-ps) that may initiate safety mode later in device life (i.e., prior to reaching the explant battery indicator) when the device's battery exhibits high internal impedance. This device is included within this advisory population.